Event description:
The customer reported that during a hysterectomy, the jaws of the device would no longer open while on the uterine artery. The surgeon cut around the device in order to remove it. Another device was used to complete the procedure without incident. There was no pt injury.

Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete, a follow-up report will be submitted.